Event description:
The customer reported that the sys is intermittently ramping to maximum technique. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the high voltage cable. The sys was tested and found to be working as intended and put back in svc.